Manufacturer narrative:
(B)(4).

Event description:
It was reported that years ago an anomaly with the pace sense portion of the lead was observed. The lead was abandoned. Patient condition is fine. No futher information available.